Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient was unable to connect the pod to the personal diabetes manager (pdm). Emergency services were called due to high blood glucose (bg) levels (specific bg levels not provided) and the patient was transported to the emergency room (ER). The patient was given insulin for treatment and a new pod was activated. The patient was released after approximately two and a half hours.